Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01026 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there were an unspecified number of misidentified results. No patient impact reported. The following information was provided by the initial reporter: "customer reported results not matching maldi. No other details provided."

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there were an unspecified number of misidentified results. No patient impact reported. The following information was provided by the initial reporter: "customer reported results not matching maldi. No other details provided."